Event description:
Multi-lumen central venous catheter was inadvertently inserted into the right carotid artery resulting in an embolic cva-embolus to the middle central arterty. The pt was returned to surgery for neck exploration and repair of the puncture site. As of 7/7/97, the pt has limited movement of her left leg, unable to move left arm but can move fingers of the left hand, was extubated and speaking coherently.